Manufacturer narrative:
The patient provided information in her communication to the manufacturer. No patient details (age, weight etc.) Provided. Device history records were reviewed and product met all specifications. Sterilization process was completed per validated parameters. The manufacturer has made several attempts to obtain additional information and details from the patients' physician but have been unsuccessful.

Event description:
Patient reported that on (B)(6) 2020 she underwent corrective reconstruction with implant exchange. Her implants were changed to the same allergan natrelle implants. Her physician also used galashape 3d scaffold (now known as galaflex 3d). On (B)(6) 2020 she finished her antibiotics (which was an antibiotic she had previously taken). She did not make any changes to soaps or detergents and reviewed that with her physicians. On (B)(6) 2020 she began having systematic itchy hives. It began with her hands and the inside of her ears and throat. No swelling. Since then, she continues to have hives every day, off and on. The hives appear everyday on her underarms and arms. The hives have also appeared on her breasts, back, stomach, feet, ankles off and on. The only area that has not shown any hives or itching is her face. She has visited with her primary care physician, a dermatologist and an allergist. Currently she is being treated for urticaria. At the time of her report she was taking prednisone and a regimen of various allergy medications.